Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient faced an event of skin reaction requiring antibiotic treatment on an unspecified date. The reaction manifested as a reddened area about the size of a palm on the skin, which was sensitive to touch. The patient changed the infusion site after noticing the redness. The patient was treated for the skin problem with a prescribed systemic antibiotic. The inflammation responded to the antibiotic treatment. No further information was available.